Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor is not working with the module. Spo2 goes out intermittent on mx450. The device was not used for patient monitoring at the time of the alleged malfunction.